Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulator hadn't worked in years. Pt said that like eight years ago or so, they were in a fire and so they didn't have the external equipment for the device. Pt said that they hadn't used the ins anyways since the ins would just electrocute them and the device didn't do anything for them. Agent reviewed eos (end of service) meaning and expected time-frame with the patient. Pt said that they wanted the ins removed. Pt said that also they needed to get a MRI done on thursday. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed possibility of having hcp fill out MRI eligibility form.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.